Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high pacing impedance. The patient presented to the hospital and a rv ring electrode fracture was suspected. A lead fracture was later confirmed. The lead was initially programmed off and subsequently capped and replaced. No patient complications have been reported as a result of this event.